Event description:
Approx 40 secs after initiation of phaco emulsification, the tip stopped aspirating and within a second, cornea whitening and wound burn occurred at site of incision. Device was assembled, tested, and calibrated in required fashion. Handpiece was sent to MFR for evaluation. Unit was also sent in for evaluation.